Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke. The broken part did not fall into the patient. Changed another one to complete the procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was received with the blade discolored (blue), due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) area and not returned. The device was functionally tested with a generator. During functional testing on the generator, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5, is blade damage. The blade was found to be broken at the discolored (blue) area. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The batch history records were reviewed with no anomalies noted during the manufacturing process.